Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿kinked or partially collapsed drainage lumen collapsed drainage lumen due to wall thickness and durometer". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that customer uses the intermittent catheter, but the lot they were using was not working there was no flow. Patient had discard many of them, because they were not useable, and they called several times and had not received a resolution to this issue.